Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 392 mg/dl. The customer continued to use pump for insulin therapy. No additional details were reported for this event.